Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between(B)(6) 2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour rarely within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss frequently between 2/20/2026 and 2/22/2026. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over one hour rarely within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem ¿ additional information g3: date received by manufacturer ¿ additional information h2: additional information h6: additional information h7: remedial action other - additional information.

Event description:
It was reported that signal loss frequently between (B)(6) 2026. Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by dexcom. The third party acted as an unauthorized remanufacturer under 21 cfr 820.3 and engaged in prohibited actions under 21 u.s.c. § 331 without dexcom¿s knowledge or approval. This is documented in CAPA-000611 and fas-sd-26-002. No injury or medical intervention was reported. No further investigation is required.